Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500-600s mg/dl). Ketones were present (level was not known). Boluses were delivered to address bg. Customer did not know cause of event. As events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.